Event description:
Customer reported the panorama central station's server shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and found that the antenna repeaters lost power due to an issue with an uninterrupted power supply (ups). Customer was advised to replace and maintain batteries on all ups. System was tested to factory's specifications and communication was reestablished.